Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Event evaluation codes: updated. The device was unpacked, and a visual inspection noted a broken front cover and damaged power switch. Plugged in line cord and turned on the power switch. The connection between the power switch and printed circuit board (pcb) is damaged causing the power failure confirming the customer complaint. The root cause was attributed to poor design having the power switch attached to the printed circuit board (pcb). A manufacturing device history report (DHR) review was not performed because the device is beyond a year from its manufacture date of 2002 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported that the device will not power on. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
UDI are unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.